Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary- the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that bi-v implantable cardioverter defibrillator (ICD) showed earlier than anticipated battery depletion. It was noted that the patient was part of the more care clinical study. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was also noted that there were multiple communication attempts between the ICD and the remote monitor. The monitor has been reconfigured to link with the new ICD and remains in use at the patient¿s residence.